Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small in which air bubbles ended up in the tubing. When the sheath was inserted in to the body in the right atrium, it was already used with heparinized saline . When blood was aspirated through the 3-way-stopcock and then the 3-way stopcock was closed to remove the syringe, air was drawn into the tube and bubbles could be seen. The physician and the lab staff had flushed and prepared the sheath as they normally did to prior vizigos. After double-checking and trying to get rid of the bubble, it was decided to replace the sheath. There was no indication that air entered the patient's body. Afterwards the case could be completed. The procedure was delayed for approximately 5 minutes. The case was successfully completed. No patient consequences were reported.

Manufacturer narrative:
On 19-feb-2024, the product investigation was completed. It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small in which air bubbles ended up in the tubing. When the sheath was inserted in to the body in the right atrium, it was already used with heparinized saline . When blood was aspirated through the 3-way-stopcock and then the 3-way stopcock was closed to remove the syringe, air was drawn into the tube and bubbles could be seen. The physician and the lab staff had flushed and prepared the sheath as they normally did to prior vizigos. After double-checking and trying to get rid of the bubble, it was decided to replace the sheath. There was no indication that air entered the patient's body. Afterwards the case could be completed. The procedure was delayed for approximately 5 minutes. The case was successfully completed. No patient consequences were reported. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. Visual inspection, back pressure test, and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that no damage or anomalies on the device. Microscopic examination of the hemostatic valve surface does not showed stress marks on the outer diameter. Then, a back pressure test was performed, and values were observed within specifications, no issues were observed. Neither leak, bubbles or air aspiration was observed. The condition reported by the customer could be related to the flush and handling of the device during the procedure; however this cannot be conclusively determined. A device history review was performed for the finished device 00002406 number, and no internal actions related to the complaint were found during the review. The issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following warning stated in the instructions for use (IFU): before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 22-jan-2024, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).